Event description:
Livanova deutschland received a report that during procedure a "module/sensor defective" error message associated to the s5 gas blender system was displayed on s5 system panel. There was no patient injury.

Manufacturer narrative:
Livanova deutschland manufactures the s5 gas blender system. The incident occurred in paris, france. Through follow-up communication, livanova learned that no error message was displayed on the s5 gas blender system and only on s5 system panel. Moreover, it was the connection cable between s5 gas blender system and s5 system that was defective. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective connection cable between s5 gas blender system and s5 system that was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Complaints database analysis revealed that no similar event on this device occurred since its installation in 2013. Considering the repair activity on site and the manufacturing year of the unit, the root cause of the reported issue can be traced back to a faulty connection cable most likely due to the wearing of the part. The wearing of electro-mechanical device can be originated from the specific use condition at the customer site and may have contributed to the event.

Event description:
See initial report.